Event description:
Reference number (B)(4) event occurred in the united states. On 20-jul-2024, it was reported that the patient experienced low blood glucose levels where the emergency team was called to his home and treated. The patient had received dextrose treatment and visited emergency room admitted to hospital. The patient reported that his blood glucose level while admitting the hospital was 24 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.